Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. Upon interrogation, the right ventricular lead exhibited single recording of increase in high voltage lead impedance. All the measurements were within normal range later. The patient was stable.